Manufacturer narrative:
Additional information received indicated that, according to the physician, "the native mitral valve was very abnormal with a very marked elongation predominately of the p2m and less so of the p2i." The native leaflet was markedly elongated and prolapsed. The device was removed due to it not pulling in the prolapse appropriately. The device was not sutured into place prior to being removed. The physician decided that a smaller sized device was required to fix the abnormality of the native tissue, so a 37mm annuloplasty band was implanted during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty band was implanted and explanted on the same day for unknown reasons. No other adverse patient effects were reported.